Event description:
On (B)(6) 2024, during an endovascular procedure for treatment of a zone 1 dissection, during the second stage deployment of a gore® tag® conformable thoracic stent graft with active control system, we pulled the handle and the deployment line came out but it did not deploy the device to it¿s full diameter. As we were concerned the device was gonna fall, we ended up wiring it from the other side and then ballooning it open to it¿s full diameter. It ended up working, however the device was not landed where intended and we implanted an additional device to add coverage as originally intended. There was no unintentional coverage of any branch vessels and no adverse event to the patient. The patient tolerated the procedure.

Manufacturer narrative:
According to the instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: stent graft: incomplete deployment w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.